Manufacturer narrative:
A patient's ipg became inoperable following a fall was reported to abbott. The patient¿s ipg was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient' scs ipg became inoperable following a fall. It would no longer communicate with external devices. In turn, the patient may undergo surgical intervention to address the issue.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced on (B)(6) 2021 to address the issue.

Manufacturer narrative:
A patient's ipg became inoperable following a fall was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. No further even details could be obtained. The cause of the reported incident could not be conclusively determined.